Event description:
It was reported that patient underwent an intercalary procedure on (B)(6) 2015. During the procedure, the correct product was not available in the oss set. The procedure was abandoned and had to be completed the next day on (B)(6) 2015. The procedure was completed without complication.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.